Event description:
It was reported that the device was used during a low anterior resection. It was reported that there was a re-operation to check the staple line. The case was completed with an oversewing of the staple line. Unknown pt consequence.